Manufacturer narrative:
This unit will be exchanged and be removed from service this week. Not returned to manufacturer.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) has low volume alarm.